Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure, the physician noticed insulation damage on the tendril lead. The electrical parameters were stable and in range. The lead was capped and replaced. The patient is well.